Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva bags were leaking before use. The reporter stated that the leaks were coming from the back of the bags where they had been embossed with a label. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visaul inspection and functional tests showed leaks from the bags. The reported condition as verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.